Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this product was an attempted implant due to inadequate sensing measurements despite repositioning efforts. No adverse patient effects were reported.